Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked leading to maneuvering issues. The balloon catheter was replaced with resolve. The case was completed with cryo. Additional information received indicated that the guide wire lumen was kinked. No patient complications have been reported as a result of this event.